Manufacturer narrative:
Complaint conclusion: as reported, the guidewire loop of a 5f exoseal vascular closure device (vcd) could not hook onto the vessel wall, resulting in the indicator window remaining uncolored. The device was removed, manual compression was applied, and hemostasis was achieved. There was no reported patient injury. According to the customer, all procedural steps were performed in accordance with standard operating requirements. The customer questioned whether the indicator guidewire sheath being in an unlocked position upon product receipt could have occurred because it rebounded after the delivery sheath was removed prior to shipment. The customer also questioned how the indicator guidewire could have fully deployed if the indicator guidewire sheath had not been locked, suggesting that there might be an issue related to this. The event occurred following a lower limb arterial angiography procedure despite standard procedure being followed. The vascular sheath introducer used was a non-cordis device. The procedure was performed via a retrograde approach. There was no device or package damage prior to use, and the device had been stored and prepared according to the instructions for use (IFU). The physician was certified on exoseal vascular closure device (vcd) use. During use, the indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back slowed or stopped. The physician¿s thumb was not placed on the plug deployment button during retraction, and no red color appeared in the indicator window. The indicator wire loop was deployed without anomalies. The femoral artery site was angiographically verified suitable with a sheath angle of 30¿45 degrees, vessel diameter =5mm, and without calcium, plaque, tortuosity, stent, stenosis >50%, hematoma, arteriovenous fistula, or pseudoaneurysm. The target femoral site had not been closed with another device or manual compression within 30 days prior to the procedure. One non-sterile exoseal vascular closure device 5f was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was not locked. The plug was in the manufactured position, and the indicator wire was found fully deployed, and no abnormal conditions were observed in the indicator wire loop. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed after the guard was locked. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white/ red position was obtained as well. A high-magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device as the indicator wire was found fully deployed with no anomalies noted to the loop. The deployment lever was fully depressed, the indicator wire retracted, and the plug deployed. There were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color during withdrawal. The device was removed, manual compression was applied, and hemostasis was achieved. There was no reported patient injury. The event occurred following a lower limb arterial angiography procedure despite standard procedure being followed. The vascular sheath introducer used was a non-cordis device. The procedure was performed via a retrograde approach. There was no device or package damage prior to use, and the device had been stored and prepared according to the instructions for use (IFU). The physician was certified on exoseal vascular closure device (vcd) use. During use, the indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back slowed or stopped. The physician¿s thumb was not placed on the plug deployment button during retraction, and no red color appeared in the indicator window. The indicator wire loop was deployed without anomalies. The femoral artery site was angiographically verified suitable with a sheath angle of 30¿45 degrees, vessel diameter =5mm, and without calcium, plaque, tortuosity, stent, stenosis >50%, hematoma, arteriovenous fistula, or pseudoaneurysm. The target femoral site had not been closed with another device or manual compression within 30 days prior to the procedure. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.